Event description:
Medtronic received information that 12 months following the implant of this transcatheter bioprosthetic pulmonary valve, the valve had developed a thrombus. An increased valve pressure gradient of 40mmhg and elevation of right ventricular pressure were observed. Trace pulmonary regurgitation was also present. The same day, a contrast study under electrocardiogram (ECG) synchronization as part of follow-up revealed worsening of the thrombus in the valve leaflet. The patient had no symptoms and the thrombus was described as not severe. The pressure gradient improved with treatment by oral anti-coagulants. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0011649524); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a single pdf of still shot computed tomography (CT) images was provided; no raw dicom data provided to medtronic for review. The still images reviewed were consistent with leaflet thickening and thrombus accumulation. The first set of images had more significant accumulation versus the second set of images where the leaflet thickening appeared minimal. This was likely consistent with the anticoagulation and antiplatelet use, as described in the event history. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. B7. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 months following the implant of this transcatheter bioprosthetic pulmonary valve, the valve had developed a thrombus. An increased valve pressure gradient of 40mmhg and elevation of right ventricular pressure were observed. Trace pulmonary regurgitation was also present. The same day, a contrast study under electrocardiogram (ECG) synchronization as part of follow-up revealed worsening of the thrombus in the valve leaflet. The patient had no symptoms and the thrombus was described as not severe. The pressure gradient improved with treatment by oral anti-coagulants. No additional adverse patient effects were reported. Additional information was received that upon discharge following the valve implant, the patient's peak velocity was 2.6 m/s, the peak gradient was 26.2 mmhg, and the mean gradient was 15.9 mmhg. Dual antiplatelet therapy was used following implant and decreased to one antiplatelet medication prescribed after six months. Once the gradient increased, an anticoagulant medication was added. The last three international normalized ratio values were (B)(4) when the pressure increase was confirmed. Additionally, cardiac computed tomography was performed and it was confirmed that hypoattenuated leaflet thickening was present rather than thrombus.